Manufacturer narrative:
Analysis confirmed the customer comment that the device powered up with an error and noted that the display red wire was pinched with the insulation exposed, which triggered one error code and then eventually another. It was additionally noted that the upper case was broken at the bosses, the lower case was broken next to the battery drawer, the hanger assembly was contaminated and the main seal was sticking out. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.